Event description:
As reported by an edwards canada affiliate, during a left transfemoral tavr valve in valve procedure with a 26mm sapien 3 ultra resilia valve, additional resistance was felt when advancing the system. After exiting the esheath, a bent stent frame strut on the valve was noted. The implanter suspected that the thv strut came into contact with a previously implanted evar strut, likely bending the thv stent frame strut during advancement. The valve was then withdrawn back into the esheath, and the entire system was removed from the patient and replaced with a new system (esheath, thv, and delivery system). The second thv was advanced without complication, with careful attention to remain central within the thoracic aorta and avoid contact with the evar while exiting the esheath. The valve was successfully implanted. The patient did not sustain any vascular injury and left the hybrid operating room in stable condition, expected to be discharged home in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: procedural image shows a bent strut on crimped valve. The bent strut was observed at the inflow side of the crimped valve. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (undersize vessel) and/or procedural factors (excessive device manipulation) likely contributed to the event as per provided information the patient had an evar stent at the access vessel. Undersized vessels (due to pre-existing stent or graft, scar tissue) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.